Event description:
Information was received that upon explant of the nail after it had achieved intended therapeutic lengthening, it was noted the nail exhibited crevice corrosion and wear between the nail and fixation screws. Additionally, it was found that the crown of the nail had become displaced and appeared to have cold-welded to the male component instead of staying within the female component. No patient harm or adverse impact was reported.

Manufacturer narrative:
The device has not been returned for evaluation. The root cause is unable to be determined at this time. If any additional information is provided, a supplemental report will be submitted.

Manufacturer narrative:
Device evaluation: during evaluation of the returned nail it was observed that the anti-rotation lug (crown) was disengaged from the housing tube and stuck to the distraction rod. Visual inspection also revealed that the distraction rod of the nail had crevice corrosion. The work order was reviewed and confirmed the device passed all inspections per the acceptance test and the manufacturing x-ray image showed the anti-rotation lug was seated properly in the housing body. The cause for the disengagement of the anti-rotation lug from the housing body is crevice corrosion and subsequent wear of the mating features of the anti-rotation lug and the housing tube, which loosened the assembly between the lug and the housing tube. When load was applied to the nail during patient activities, the loose assembly caused the lug to disassociate from the housing tube. A corrective action is in progress to further investigate the root cause of the crevice corrosion. Device history records review: review of the device history records (DHR) indicated the unit met all quality specifications and testing prior to release.